Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to moisture damaged electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported having a critical pump error with a round circle and exclamation image displayed on the screen. The customer did troubleshoot the issue. The customer¿s mother was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.